Event description:
Patient's mother contacted dexcom technical support (ts) on (B)(6) 2015 to report that the patient experienced a raised, red and itchy rash under the sensor patch adhesive on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient had the same reaction with their insulin pump. On (B)(6) 2015 patient's mother again contacted dexcom ts and reported that the patient had seen a doctor for the rash and was no longer using the continuous glucose monitoring (cgm) system to allow the site to clear completely. Patient's mother did not report any prescribed medication for the rash and stated that the patient may begin using the cgm system again soon. No further event information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).